Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03844, 2938836-2019-03846. It was reported that the patient presented with what was initially believed to be a superficial skin infection over the implantable cardioverter defibrillator (ICD) site. This was treated on and off with antibiotics. With no resolution of the infection, the system was explanted without incident. The patient was stable throughout the issue.